Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture was received on august 19, 2024. With lot number 1244687. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec). No other observations observed, no further actions are required.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device has been explanted and replaced with non-allergan device.